Event description:
Event description guidant received information that this ventricular transvenous defibrillation lead was experiencing noise which resulted in inhibition of pacing. The rate/sense portion of the lead was removed from service and successfully replaced with an additional guidant pace/sense lead. The shocking portion remains active. No other adverse events have been reported.